Event description:
It was reported "the device occasionally reports errors, which are likely sensor faults. (The cup that collects moisture is full.) Furthermore, the battery of the device is so old that it only works off the mains". No particular patient involvement reported. The customer reported this as a general issue. Please see associated MDR#: 3010532612-2025-00362.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the device occasionally reports errors, which are likely sensor faults. (The cup that collects moisture is full.) Furthermore, the battery of the device is so old that it only works off the mains". No particular patient involvement reported. The customer reported this as a general issue. Please see associated MDR # 3010532612-2025-00362.

Manufacturer narrative:
(B)(4). The reported complaint that "the device occasionally reports errors" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.